Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 550mg/dl at the time of incident. Customer also stated they receive no delivery alarm. Customer states the insulin did not exit and insulin pump was rewinding due to no delivery alarm and being cleared. Customer stated that were in the hospital and off of pump. The device will not be returned for analysis.